Event description:
It was reported that the device was replaced at implant attempt because of apparent loss of high voltage output. The device was not delivering a t-wave shock. A manual 1 joule cardioversion shock was attempted, and the result was 0 joules delivered, with less than 20 ohms impedance. Dissatisfaction was indicated. The device was replaced with another ICD without further issues. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.